Event description:
It was reported that the rewarm started at 1134 in an arctic sun device, but the patient was not rewarming. Patient was 91.5f, device in normothermia set to rewarm to 98.6f at max rate. Water temperature (wt) was 85.5f, flow rate (fr) was 3lpm, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5. S/n#: (B)(6). Event log shows alarm 116 (patient temperature change not detected), alarm 14 (patient temperature probe out of range) and alarm 45 (ac power lost). Nurse denied seeing alert 113 in event log. Discussed how overfill can occur if device was filled when pads were already full. Drained excess water from the reservoir. Water temperature was 97.3f and increasing. Explained the graph to the nurses (patient temperature on left axis, water temperature on right axis). Confirmed the duration on the screen was counting up. The device was programmed to rewarm patient as quickly as possible. Discussed risks associated with a rapid rewarm. Rewarm rate was adjusted to 0.5c/hr. Asked nurse to continue to monitor patient and water temperatures and to call back with any concerns prior to making any adjustments to the device. See attached graph.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The instructions-for-use under baw2800736 revision 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rewarm started at 1134 in an arctic sun device, but the patient was not rewarming. Patient was 91.5f, device in normothermia set to rewarm to 98.6f at max rate. Water temperature (wt) was 85.5f, flow rate (fr) was 3lpm, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5. S/n #dygral011. Event log shows alarm 116 (patient temperature change not detected), alarm 14 (patient temperature probe out of range) and alarm 45 (ac power lost). Nurse denied seeing alert 113 in event log. Discussed how overfill can occur if device was filled when pads were already full. Drained excess water from the reservoir. Water temperature was 97.3f and increasing. Explained the graph to the nurses (patient temperature on left axis, water temperature on right axis). Confirmed the duration on the screen was counting up. The device was programmed to rewarm patient as quickly as possible. Discussed risks associated with a rapid rewarm. Rewarm rate was adjusted to 0.5c/hr. Asked nurse to continue to monitor patient and water temperatures and to call back with any concerns prior to making any adjustments to the device. See attached graph.